Event description:
The allegretto wave eye-q excimer laser (alcon) experienced a secondary energy error and insufficient plume evacuation days after a preventative maintenance check from one of its technicians. After working to resolve the issue the device showed an error code for secondary energy out of range during daily calibration/fluence testing. Multiple refractive surgeries were cancelled or rescheduled due to the error rendering the device inoperable. Conducting treatment using any other method to work around to error with the support of an alcon engineer or technician over the phone was considered prohibitive due to likely inaccurate treatment/patient safety.